Event description:
It was reported that "24 sep 2024 10 am, in the department of cardiovascular medicine, medical staff found that the aortic balloon counter pulsation pump of patient suddenly had a white screen and automatically stopped counter pulsation during the process, resulting in a drop in the patient's blood pressure, so they immediately replaced the spare machine and contacted the equipment section. The patient was reported as fine post the procedure." Associated complaints 3010532612-2024-00898.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint of "white screen and automatically stopped counterpulsation" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "on (B)(6) 2024 10 am, in the department of cardiovascular medicine, medical staff found that the aortic balloon c counter pulsation pump of patient suddenly had a white screen and automatically stopped counter pulsation during the process, resulting in a drop in the patient's blood pressure, so they immediately replaced the spare machine and contacted the equipment section. The patient was reported as fine post the procedure." Associated complaints 3010532612-2024-00898 and 3010532612-2024-00897.